Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow up visit. Upon review, the left ventricular lead exhibited no capture. A chest x-ray revealed lead dislodgement. On (B)(6) 2018, the lead was successfully repositioned. The patient remained in the hospital overnight for monitoring and was discharged the next day. No patient symptoms were reported.